Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems rec'd a report from a consumer that on two different occasions a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this type of event.